Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose (bg) level ranged from "low" to 150 mg/dl; although specific value was not provided. Customer consumed juice and candy to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.